Manufacturer narrative:
The DHR check could not be performed as the lot numbers are not available. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same catalogue number. Compatibility check: according to surgical technique, all proximal revitan components are compatible with all distal ones. However, no information about the head, liner and cup were available. Review of incoming information t was reported in a journal article (see supporting docs), that 21 patients received a revitan stem due to periprosthetic femoral fracture around a total hip arthroplasty between 2004 and 2010. In one case with a curved revitan the radiographic fracture healing has not been archived. However, this had no clinical or functional relevance for the patient. A technical investigation was not possible to perform, as the device was not at hand for investigation. Possible causes for the reported event according to dfmea. Line 44 : lack of anatomical reconstruction of the joint, dislocation migration of stem short and long term, splitting of bone, improper initial setting of the implant -> due to wrong size implanted (incorrect size chosen). Line 65: loosening of previously well fixed stem, damage of bone -> due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision). Comparison to investigation results whether it is possible and justification: line 44 : possible -> no information other than the clinical paper were available. Line 65 : possible -> no information other than the clinical paper were available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 21 patients received an unknown revitan distal hip due to periprosthetic femoral fracture around a total hip arthroplasty between 2004 and 2010. According to the article one of the patients was re-revised due to non-union of the femoral osteotomy. Details of patients, implant and revision dates are unknown.